Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "device not detected on the bus" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order #02280725, the fse found pyxibus interface board defective on drawer 5, the fse replaced board and rebooted. The fse remoted into station and repaired rss (remote support service) application and reset station configuration. The fse rebooted the station and working as intended. During dchu visual inspection: part number 151903-01: was received with signs of fluid ingress. During dchu testing: part number 151903-01: no further dchu functional testing was required, as fluid ingress was already confirmed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "device not detected on the bus" is attributed to fluid ingress of the part pn 151903-01 which produces a short/miscommunication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on hopsprefw. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that fluid ingress observed on the pcba fh cubie pmc. There were no adverse events or injuries reported based on this event.